Event description:
It was reported to philips that the azurion system was unable to produce x-rays. The device was in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the x-ray tube which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a diagnosis procedure was performed when the issue happened, and procedure was completed by using an alternate system. The field service engineer (fse) checked the device on site and confirmed that system could not produce x-rays. After reviewing log file fse found that errors and warnings related to the x-ray generator or x-ray tube hardware. Upon troubleshooting fse found system was unable to produce x-rays because the tube current was out of range, and it was identified there was as a fault with the x-ray tube. To resolve the issue fse replaced x-ray tube. After replacing x-ray tube, the system was returned to use in good working order. The codes were updated based on the investigation outcome.